Event description:
It was reported that during the initial implantation, the right ventricular (rv) lead exhibited failure to capture and high pacing impedance. The rv lead was replaced and the procedure continued with the new rv lead. No patient consequences reported.

Manufacturer narrative:
The reported events of high pacing lead impedance and failure to capture were not confirmed. A complete lead was returned in one piece. Electrical testing did not find anomalies. Visual inspection and x-ray examination found no anomalies except for the damages found which is consistent with procedural damage.